Event description:
Livanova received report that a s5 roller pump gave a motor control failure error message during procedure. There was no patient injury.

Manufacturer narrative:
Patient identifier, age or date of birth,sex,weight,ethnicity.there was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). Through follow-up communication livanova learned that troubleshooting was done over the phone with biomedical engineer and perfusionist. It was found that the pump could move freely by hand, and it did not provide any resistance when spinning opposite of assigned direction. When the encoder was set to spin, the pump immediately gave the motor control failure error message. This happened with or without tubing. There was no foreign material in the raceway. A new pump head and a new pump were quoted to the customer. Repair will be performed based on service findings once a livanova technician will visit the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: pump immediately gave the reported error code when the encoder was set to any rpm. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed and results confirmed the reported issue. A livanova field service representative was dispatched to the customer facility. The reported issue was confirmed upon testing on site. The issue was solved by replacing the entire pump head, where the motor control board is located. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on available information, the most likely root cause of the event is a defective motor control board.

Event description:
See initial report.